Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2011 and mesh was implanted. In 2015, the patient presented with abdominal pain. Scans revealed a hernia through the mesh. On (B)(6) 2015, the patient underwent a hernia repair procedure. During the procedure, two central defects or holes in the mesh were observed. The first was 2 cm and the second was 1 cm. The mesh separated easily from the abdominal wall and dense adhesions to the visceral side of the mesh were found. The surgeon left the mesh in place rather than risk a bowel injury by removing it. The holes in the mesh were fixed with suture and the mesh was reinforced with a piece of new mesh. Additional information has been requested.